Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that oversensing possibly due to a discrepancy between the near field and far field channels was observed on the implantable cardioverter defibrillator (ICD). Programming changes were completed. The patient was stable before, during and after the event.